Event description:
Clinical narrative- updated based on additional information. An impella cp was inserted via the right femoral artery in a 62-year-old female who presented as scai stage e with postcardiotomy cardiogenic shock and low cardiac output syndrome following high-risk cardiac surgery, including coronary artery bypass grafting. The patient had a known history of coronary artery disease and required inotropic support, vasopressors, and mechanical ventilation for respiratory support. During the course of mechanical circulatory support, the impella catheter was observed to be directed toward the mitral valve apparatus, prompting device repositioning under transesophageal echocardiographic guidance. Multiple attempts were made to reposition the device, including withdrawing the impella across the aortic valve and torquing the catheter. During repositioning, the catheter was withdrawn with the pigtail remaining within the left ventricle. When forward pressure was subsequently applied to advance the device, the impella advanced and resulted in left ventricular perforation. The device was immediately withdrawn, and the perforation was surgically repaired, requiring surgical intervention. The reported patient experience included device repositioning, cardiac perforation, ischemia, and surgical intervention, occurring in the setting of device malposition during management of critical illness. Additional information received stated that the impella cp was surgically removed via cutdown. Following device removal, nursing staff noted distal limb swelling and absence of pedal pulses. The consulting vascular surgery team assessed the findings and attributed the limb swelling and absent distal pulses to high-dose vasopressor support required to maintain adequate hemodynamics. Due to concern for compartment pressure, the patient was taken for fasciotomy of the affected limb to relieve pressure. Based on this information, coding for limb ischemia and inflammation was applied. After a comprehensive review of the information provided, no evidence was identified suggesting a causal relationship between the impella device and the reported event, as these findings were attributed to vasopressor-related vasoconstriction and critical illness. The patient survived.

Manufacturer narrative:
A4 weight is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: h6 med dev prod prob added a01.

Manufacturer narrative:
H6 component code were corrected.

Manufacturer narrative:
Investigation summary: inflammation: the cause of the injury was not determined due to insufficient clinical details. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the root cause of the device being in the wrong position was not determined due to insufficient clinical details and unreturned product for further investigation. Patient device interaction problem (cardiac perforation): the root cause of the cardiac perforation was most likely use related owing to excessive force used by physician based on the provided clinical details.